Event description:
It was reported that the patient experienced angina. An agent dcb mr 3.00 x 15mm was selected for treatment of the mid left anterior descending artery (lad) on (B)(6) 2023. Following the procedure on (B)(6) 2024, the patient required a repeat revascularization procedure of the lad due to angina symptoms.

Event description:
It was reported that the patient experienced angina. An agent dcb mr 3.00 x 15mm was selected for treatment of the mid left anterior descending artery (lad) on (B)(6) 2023. Following the procedure on (B)(6) 2024, the patient required a repeat revascularization procedure of the lad due to angina symptoms.